Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision surgery with 320cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade unknown and gel bleed post procedure. On (B)(6) 2019, patient had surgery in which the physician confirmed implant bleeding and capsular contracture baker grade unknown. During the surgery, the implants were removed, washed off and re-implanted into patient. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Per mentor IFU, these devices are for single use only and should not be re-implanted. Therefore, these devices were used off label. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Additional information was received on 9/29/2020, the left sided device was found to be intact. Patient experienced left sided anisomastia and right sided rupture was also discovered upon surgery. Patient had an explantation on (B)(6) 2020. Reason for device explant and/or reoperation: gel bleed, rupture, capsular contracture baker grade iii manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020, hcp confirmed left sided rupture post procedure. As a result, patient has a planned explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: gel bleed and capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 4/7/2020, patient has a planned explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the pictured device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced a rupture and gel bleed in the breast implant. Additionally, developed capsular contracture, the patient also reported that the doctor put the implants back in at the time of the surgery, implants were reused upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).